Manufacturer narrative:
The customer reported that the battery fell out of the lift. According to the received information, no injury occurred. An arjo technician evaluated the involved device and found that the battery pin on the lift was loose (the attachment point for battery pack). The connection was tightened by the technician, then the lift was tested confirming it functioned correctly and the device was returned for further use. Following maxi move instruction of use (IFU 04.km.00/1gb) the following check should be performed every day by the caregiver: ¿check that all external fittings are secure and that all screws and nuts are tight. Warning: ¿with regular use, the following items are subject to wear:- slings, batteries, straps, castors. These items must be regularly checked as described previously and replaced as necessary.¿ in summary, the device was not up to the manufacturer¿s specification during the event occurrence as the battery connection on the lift was loose and the battery disconnected from the device. The review of complaint history for maxi move device showed that the reported issue is a single occurrence .this complaint was decided to be reported to the competent authorities in abundance of caution due to an indication that the battery fell out of the device.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to be submitted under arjo magog registration # (B)(4). Additional information will be provided upon investigation conclusion.

Event description:
It was reported that battey fell out from the device.